Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to phrenic nerve stimulation. During the replacement procedure, a left ventricular (lv) lead was attempted to be implanted. The lead exhibited no capture and high thresholds in two out of three veins, as well as phrenic nerve stimulation. Another lead was implanted instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead, (B)(6) 2013; dtba1d4 implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4). Product event summary: the full lead was returned and analyzed and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.